Manufacturer narrative:
Conclusion: based on the received information and measurements whilst implanted, it seems likely that the observed technical problem is related to a damage of the active electrode. As the active electrode lead has not been received for investigation the exact location and nature of damage could not be determined; however in situ measurements indicate a gradual increase of affected channels, which is possibly caused by device minute mobility. During device investigation the stimulator electronics worked according to specification. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
A device explantation report was received stating that the recipient had been re-implanted due to a technical problem with the device. Further information from the field indicated that the recipient had a gradual loss of sound, over a period of time. The sound was not clear and the recipient's speech understanding was not as good as expected, until the user could no longer hear.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A notification was received stating that a revision surgery took place on (B)(6) 2018 due to a technical problem. Additional information from the field indicated that the recipient did not hear anymore. The recipient has been re-implanted and explanted device has been received.